Event description:
It was reported that the device had a partial reset as indicated by the error message on the programmer. It was noted that after the reset the device restored to the programmed settings via the backup and diagnostics had been restarted. No further action is required and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).